Manufacturer narrative:
Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0874 inches. Pump did not pass the sleep current measurement test due to high currents. Successfully downloaded history files and traces using thus. Pump error 43 was found in the history files on 09/11/2023 20:05:13.000. Pump error 41 was found in the history files on 09/11/2023 20:05:14.000. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test due to moisture damage on the motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label faded). Pump error 43 and pump error 41 were confirmed due to moisture damage to motor assembly. Device test failed was confirmed due to failed self test. Cosmetic damage was confirmed on the pump. Unexpected battery power loss was confirmed due to moisture damage to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was dropped off the stairs. Troubleshooting was performed and the self test failed. No harm requiring medical intervention was reported. The customer will discontinue using the device. The device will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.